Manufacturer narrative:
Continuation from d10: product ID: afr-00001, product type: catheter; product ID: other manufacturer product type: radiofrequency catheter; product ID: other manufacturer product type: pulsed field ablation catheter. This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/68 years old. The models listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date, expiration date, and unique identifier number cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: nemesis-pfa investigating collateral tissue injury associated with pulsed field ablation. Jacc: clinical electrophysiology. 2025. Vol. 11, no. 8, 2025. Doi.org/10.1016/j.jacep.2025.04.017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis review investigating collateral tissue injury associated with pulsed field ablation. The authors described there were patients who experienced transient intraprocedural st segment elevation which responded to intravenous nitrate medication, pericardial effusions with and without intervention, groin bleeding, groin hematoma, hematuria requiring transfusion, pseudoaneurysm, respiratory failure, severe bradycardia, decreased ejection fraction, and lab value changes measuring myocardial injury biomarkers, red cell destruction hemolysis markers, creatinine indicative of acute kidney injury that required temporary dialysis. The status of the devices is unknown. No additional adverse patient effects were reported.